Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no product was returned and no lot number was provided.

Event description:
Patient was implanted with pangea system at t10-ilium, on (B)(6) 2010. At some point post operative the patient complained of pain. X-ray taken on an unknown date showed the left s1 screw head had come off and the right ilium locking cap was loose at the locking cap/screw interface. Patient was returned to the operating room on (B)(6) 2011 for removal and revision of hardware. This report is #5 of 5 for the same incident.